Event description:
It was reported by the patient that he has not been able to squeeze the pump of his device because it is hard as a rock. He stated his dr. Had been able to activate it one time and that he had success one time. Other than that he has been unable to use the device. Troubleshooting maneuvers were discussed with the patient and he was advised to call back with any additional questions or concerns. The patient has a follow-up appointment scheduled with his physician on (B)(6) 2021.

Manufacturer narrative:
Additional information provided in: b5 (describe event or problem), h6 (patient codes, device codes, evaluation method codes, and evaluation conclusion codes). Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain and discomfort are known risks associated with ams 700 inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of pain and discomfort were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported by the patient that he has not been able to squeeze the pump of his device because it is hard as a rock. He stated his dr. Had been able to activate it one time and that he had success one time. Other than that he has been unable to use the device. Troubleshooting maneuvers were discussed with the patient and he was advised to call back with any additional questions or concerns. The patient has a follow-up appointment scheduled with his physician on (B)(6) 2021. After the patient was seen by his doctor, the doctor as able to confirm that the device is functioning properly without any issues. The patient has some underlying neuropathy that is causing him discomfort and pain when trying to pump the device. No further surgery or intervention was required.